Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer complained of low elecsys ferritin results for 1 patient sample tested on two cobas 8000 e 602 modules. This medwatch will cover the cobas e602 with a serial (B)(4). This analyzer will be referenced as analyzer a. For the cobas e602 with a serial (B)(4), please refer to the medwatch with (B)(6). This analyzer will be reference as analyzer b. The initial ferritin result from analyzer b was 2.38 ng/ml. The sample was tested from the primary tube. The initial result was released outside of the laboratory. The same primary tube was then tested on analyzer a with a ferritin result of 2.4 ng/ml. On (B)(6) 2018 an aliquot of the patient sample ran in a standard cup was then tested on analyzer a with a ferritin result of 680 ng/ml. The ferritin result of 680 ng/ml from analyzer a was deemed to be correct. There was no allegation of an adverse event. The ferritin reagent lot on both analyzers was 253880 with an expiration date of 31-oct-2018. For analyzer a, further information and data has been requested from the customer but has yet to be provided. For analyzer b, further investigation of the calibration and qc results gave no indication of a reagent issue. The investigation is currently ongoing.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.